Event description:
It was reported that post implantation of a tfn (trochanteric fixation nail) system, the femoral nail broke due to a fracture of the right effected hip area not being completely healed. The surgical revision explant was (B)(6) 2014 due to infection, post initial implant of approximately 1 year ago. Lefn was put in on (B)(6) 2013. There was delayed healing and the nail broke. The nail was pulled out and a tfn was inserted. There was patient involvement and the patient status outcome is unknown at this time. The surgery was successfully completed with removal of the existing hardware and insertion of the new hardware without delay and/or additional medical/surgical intervention. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned titanium locking screw was received as described with the tip broken off. The surface of the fracture is homogenous implying uniformity in the material. This failure mode likely occurred because the fracture did not properly heal, leading to a fatigue failure. The manufacture date is unknown since the part number and lot number cannot be identified. The relevant product drawing was reviewed during this evaluation. No drawing discrepancies were identified. Based on the fracture pattern, it appears the screw failed due to fatigue. The failure occurred approximately 14 months after implantation implying that the fracture had not healed. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown 5mm locking screw. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed. Conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.